Event description:
(B)(4). Same patient as MDR ID #: 2134265-2013-03929. It was reported that post a percutaneous coronary intervention, myocardial infarction occurred. In november 2010, the patient presented with left arm discomfort on the underneath side of the left arm that eventually progressed into the left chest. The subject also had some shortness of breath. The subject was diagnosed with unstable angina and was referred for cardiac catheterization. The 95% stenosed target lesion was located in the proximal left anterior descending artery (lad) with reference vessel diameter of 2.5 mm and a lesion length of 10 mm long. Target lesion #1 was treated with pre dilatation and a 2.50 x 16 mm taxus® liberté® stent was implanted with 0% residual stenosis. The patient was discharged on aspirin and prasugrel one-day post procedure. In (B)(6) 2010, one day post- procedure, troponin value (0.59 ng/ml) was found to be elevated per protocol definition of peri-procedural myocardial infarction.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same patient as MDR ID #: 2134265-2013-03929. It was reported that post a percutaneous coronary intervention, myocardial infarction occurred. In (B)(6) 2010, the patient presented with left arm discomfort on the underneath side of the left arm that eventually progressed into the left chest. The subject also had some shortness of breath. The subject was diagnosed with unstable angina and was referred for cardiac catheterization. The 95% stenosed target lesion was located in the proximal left anterior descending artery (lad) with reference vessel diameter of 2.5 mm and a lesion length of 10 mm long. Target lesion #1 was treated with pre dilatation and a 2.50 x 16 mm taxus liberté stent was implanted with 0% residual stenosis. The patient was discharged on aspirin and prasugrel one-day post procedure. In (B)(6) 2010, one day post- procedure, troponin value (0.59 ng/ml) was found to be elevated per protocol definition of peri-procedural myocardial infarction.